Manufacturer narrative:
The following fields have been updated with additional/corrected information: g.2, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-oct-2022 to 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the concurrent error within pyxis external inbound processors service occurred due to a mishandle in the messaging service this might not load within 10 minutes and caused some messages not to process correctly. A technical support specialist applied "knowledge article 000016925 - med es server messages not processing concurrent error" to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system patient showing as pre-admitted on the station, preventing nurses from removing medications for the patient. The customer stated that the nurses had to create temporary patients for all the patients and override medications which was unsafe. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the concurrent error within pyxis external inbound processors service occurred due to a mishandle in the messaging service this might not load within 10 minutes and cause some messages not to process correctly. A technical support specialist applied "knowledge article 000016925 - med es server messages not processing concurrent error" to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system patient showing as pre-admitted on the station, preventing nurses from removing medications for the patient. The customer stated that the nurses had to create temporary patients for all the patients and override medications which was unsafe. There were no adverse events or injuries reported based on this event.